Manufacturer narrative:
Analysis summary: the cause of the reported deployment and removal difficulties could not be determined from the pre-implant films provided. Films during the implant were not available for return and the reported events could not be assessed, and post-implant CT¿s were also not available for evaluation of the stent graft in-vivo configuration. Pre-implant films revealed that the patient¿s proximal neck contained significant thrombus (~16 ¿ 18mm flow lumen diameter) which may have contributed to the events. Analysis of the returned pre-implant films did not reveal any other anatomical characteristics that may have been a factor. A user/procedural related issue or a device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the delivery system returned with the external slider partially open. The back-end wheel was slightly open. Severe kink was observed on the graft cover 46.5 to 47.5cm and 54.4cm from the tip. There was no further deformation evident to the delivery system. The kinks likely occurred due to the manipulation of the delivery system during removal. The reported removal difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 46mm abdominal aortic aneurysm. It was reported that during the procedure, after the bifurcated stent graft had been deployed to the level of the gate the physician turned the thumb wheel to release the supra-renal stents. It was reported that the physician turned the wheel all the way to the end, but the top cap did not go high enough to release the supra-renal stents. The device was then pushed slowly upwards and the supra-renal stents released at this point. The physician then tried to rotate the device up to get the spindle above the supra-renal fixation. It was reported that the spindle got caught in the supra-renal stent cage. The device was turned both ways, but the spindle would only twist in the cage. At this point, it was decided to finish the contralateral gate deployment. After the contralateral gate was deployed, a reliant balloon was placed to stabilize the graft. The device was pushed without rotation and the device moved up without getting stuck. The top toe cap was turned down and the device was recaptured in the descending thoracic aorta. The device was removed, and the procedure completed. The final angiogram showed no leaks or problems with the graft or supra-renal fixation. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.